Manufacturer narrative:
A ge rep evaluated and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different pts. No pt injury was reported.